Event description:
The dosimetrist observed during the treatment-planning phase, that the field b-rpo2 (gantry of 260) was missing. However, the treatment distribution did not reflect the missing field.

Manufacturer narrative:
The plan, which was produced, was corrupted and could have lead to mistreatment if not caught during qa. A varian employee who inspected the file confirmed the corrupt plan. The only possible explanation for an intact treatment plan with inconsistent beam and dose data is a malfunction. Typical radiation therapy prescriptions involve less than 10 beams, so failing to deliver the contribution from one of them could lead to a greater than 10% dose error. The actual device involved in the incident was evaluated. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Add'l follow-up to this MDR is expected upon completion of the investigation.